Event description:
Boston scientific crm received information that a full system infection was unable to be cleared with systemic antibiotics. The entire product system was explanted and will be returned. The replacement procedure will occur at a later date. There were no additional adverse effects reported.

Manufacturer narrative:
As of today, this product has not been returned. If additional information becomes available, this report will be updated.